Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks as well as a decrease in amplitudes. X-rays taken showed good lead inserting and therapy was programmed on detection in the secondary sensing vector. A request for device data review was needed. Technical services (ts) reviewed the provided data and noted that the inappropriate shocks appeared to be related to electrocardiogram signal signature that are consistent with changes in the impedance pathway of the sensing vector. In office troubleshooting was recommended. Ts noted that reprograming the device could be a temporary solution for this case. Ts discussed to keep the device programed to the secondary sensing vector for the time being, and consider close monitoring follow ups repeating testing at each in hospital review and also consisted remote monitoring. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks as well as a decrease in amplitudes. X-rays taken showed good lead inserting and therapy was programmed on detection in the secondary sensing vector. A request for device data review was needed. Technical services (ts) reviewed the provided data and noted that the inappropriate shocks appeared to be related to electrocardiogram signal signature that are consistent with changes in the impedance pathway of the sensing vector. In office troubleshooting was recommended. Ts noted that reprograming the device could be a temporary solution for this case. Ts discussed to keep the device programed to the secondary sensing vector for the time being, and consider close monitoring follow ups repeating testing at each in hospital review and also consisted remote monitoring. No adverse patient effects were reported. The device remains implanted.